Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead dislodged. The lead revision procedure encountered the wrench of the atrial set screw was not tightened down. The device was explanted.